Event description:
The following has been reported: the display is not functioning. A preliminary review of the logs identified the following: mechanical hardware failure (backlight). The device was returned for the reported backlight failure. During initial evaluation, the lcd was found to be dim and off color. An internal investigation was performed and it was found there was some damage to the casing of battery 2. It was also found the front housing was internally damaged. The pump was not initially able to perform a mock infusion due to fva pin drag. A cleaning was performed and the drag was resolved. The unit will need new fva pin lip seals. The left bag hook is also broken. Reporting as a conservative measure for av sticky valve. No adverse effects were reported.